Event description:
During a femoral popliteal bypass procedure, customer reports that suture broke. There are no reported adverse consequences to the pt related to this event.

Manufacturer narrative:
Samples of the returned product were tested for knot pull tensile strength and the results obtained were above the ethicon requirements, which always equal or exceed the minimum usp measured and no unexpected values were obtained. A batch record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem.